Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and that the implantable pulse generator (ipg) eroded through the skin. The ipg system was removed. No further patient complications have been reported as a result of this event.